Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. The lead was never in service. Additional information from the field indicated that the lead had a manufacturing defect with the silver of the plastic hanging off the proximal end of the lead. The lead's insulation was slit during the deliver/sheath removal. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed the insulation damage in which visual inspection revealed a cut in the insulation near the spiral tip. While the lead body damage allegation was not confirmed as there were no noted abnormalities upon visual inspection. Further, the no problem detected was based on analysis of the returned product. Analysis found no evidence of lead anomaly or damage outside the bounds of normal medical use.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. Additional information from the field indicated that one of the leads had a manufacturing defect with the silver of the plastic hanging off the proximal end of the lead. The other lead's insulation was slit during the deliver/sheath and the lead body was damaged. The lead was never in service. No adverse patient effects were reported.